Manufacturer narrative:
Manufacturer's investigation conclusion: the event, of loss of external power event while using the mpu, was confirmed in the submitted log file. The customer submitted heartmate 3 lvas log files for review ¿ no specific issues were noted. Technical service reviewed the log file and noted a loss of external power event while operating on the mpu. The event log file contained approximately 9 days of patient event data. There was one loss of external power events that occurred with the patient on the mpu; the event lasted 3 seconds. The controller operated on backup battery power during the event. The event occurred during a power source exchange from batteries to the mpu. The customer reported that the loss of external power events while using the mpu occurred while the patient was changing power sources. The patient inadvertently connected the controller power leads in reverse (black/white controller leads installed into the white/black mpu connectors). The patient then disconnected both power cable leads from the mpu concurrently ¿ removing both power sources from the controller. The controller operated on backup power during the event. The event was resolved when the patient properly connected the controller power leads to the mpu. The mpu assembly (pn 108285) was made in (B)(6)2017.the unit was packaged (pn 107758au) and placed into stock on (B)(6)2017. The unit was sent to the customer on (B)(6)2017.the unit had no previous services. Set up and use of the mobile power unit (mpu) are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas instructions for use (IFU). Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook p. 5-3 - ¿alarms and troubleshooting¿; p.5-14 - ¿no external power alarm¿; p.5-17 - ¿power cable disconnected alarm¿) and the heartmate 3 lvas IFU p. 7-1 ¿alarms and troubleshooting¿; p. 7-13 - ¿no external power alarm¿; p.7-16 ¿ ¿power cable disconnected alarm¿). Keeping one power source on the system controller while exchanging external power sources is addressed in the heartmate 3 lvas patient handbook p.3-6 ¿ ¿at least one system controller power cable must be connected to a power source ¿ either the mobile power unit or two heartmate 14 volt lithium-ion batteries ¿ at all times.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that there were no external power alarms while on the mpu. The patient connected to the mpu the wrong way and when it was corrected, the double disconnect was caused.